Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different from what was expected, specifically noting a static fill estimate issue at 110 units. There was no adverse impact to the customer's blood glucose level. Technical support explained to the caller that this discrepancy happens when there is a large variance in measured pressures used to calculate the insulin remaining in the cartridge; once this value equals the static number, the fill estimate will decrease as normal. The caller understood and acknowledged this explanation.